Event description:
The customer reported, the device failed to recognize the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device failed to recognize the battery. There was no report of pt involvement. A new battery was shipped to the customer site. As of 9/19/2011 there have been no further calls to this customer site regarding this issue. We will consider replacing the battery resolved the failure.